Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned but the evaluation is not yet completed. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope and less than 1 cfu/100 ml. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is ddn9. Brushing is performed for the suction channel, suction piston, and suction access port. Model numbers of the brushes used are albyn medical double brush 5 mm and 11 mm. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is cln and disinfectant used is paa. The device is stored horizontally in a surestore storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted and there was insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.